Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device vent inop; blower stalled. No patient harm reported.

Manufacturer narrative:
The software was reverted to the previous version.